Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the ilet was paused during a low glucose episode, with concerns that insulin continued to infuse despite the pause and that insulin was observed on the counter while the pump was on a charger; questions were raised about algorithm behavior, basal calculations, and operation during cgm communication gaps, and education was provided regarding proper pause procedures and device function. Symptoms included hypoglycemia with glucose declining from the 70s to the 40s and treatment with oral glucose. Outcomes included no hospitalization and resolution through troubleshooting and user education. Investigation included review of engineering logs and case data. Investigation of this case revealed that pause commands were accepted and executed as expected, with no insulin doses delivered during the pause per logs, and that disconnection from the infusion set and cgm communication gaps could explain perceived dosing and algorithm response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.